Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Both spout of the valves are damaged. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. During the test deposits are flushed out. Results: first we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. The spouts are damaged. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. The opening pressure of the progav 2.0 and the shuntassistant was significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found significantly build-up of substances (likely protein,blood). Based on our investigation, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the valves were operating in over- drainage. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are not required from our point of view.

Event description:
It was reported that there was a flow problem with a progav 2.0 shunt system. The implantation was done in another hospital, the date is unknown removal date was not fill in, but the surgeon fill in the data in questionnaire on (B)(6) 2020. Patient information: age: (B)(6) years. Height: 120cm. Weight: (B)(6) kg. Gender: m.